Manufacturer narrative:
The reported events were lead dislodgement, and "the wire cannot be fully inserted into the lead". As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cutting the lead, and cleaning the distal end, the helix was able to be extended and retracted. The full helix extension length was measured to be within specification. The reported event of "the wire cannot be fully inserted into the lead confirmed" was confirmed. The stylet used in the field was returned stuck inside the lead. Visual and x-ray examination found the inner coil was overtorqued consistent with procedural damage. Unable to perform stylet/guidewire insertion test due to the overtorqued inner coil. The cause of the reported event unable to insert stylet was isolated to the overtorqued inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted during the operation that the guidewire could not be fully inserted into the new right ventricular (rv) lead and the rv lead dislodged when the guidewire was pulled out. The rv lead was exchanged. There were no patient consequences.